Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21350. It was reported the pt had a fall in july and fractured her femur. The pt turned stimulation off sometime between the fall and the femur surgery. When stimulation was turned on, the pt rec'd painful rib stimulation. Additionally, it was reported the pt's ipg is protruding out of her skin. The pt stated it is causing discomfort and wants to have the system explanted. The pt will be consulting with the physician regarding an explant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.